Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that on startup of the device error overload on rpm of the hl20 occurred. (B)(4).

Manufacturer narrative:
The field service technician (fst) has been sent for further investigation. According to the service order, the fst confirmed that resistance of rpm motor (material# 701049845, serial# (B)(4)) is infinite. The rpm motor is broken, so the field service technician replaced the rpm motor. The pump works properly. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
The defective rpm motor was sent with RMA# (B)(4) to our life cycle engineering (lce) for further investigation. According to the lce investigation report lce# (B)(4), following was found out: the failure could be confirmed by the lce. A cable break on the central crimp of the red connection cable was detected. The defective crimp causes a too high resistance. Thus the motor cannot be supplied with power. The most probable root cause could be determined. According to our lce, this can be caused by faulty crimping or subsequent damage, for example during transport of the motor or its installation/maintenance.

Event description:
Internal reference: (B)(4).